Manufacturer narrative:
The received device was damaged/disassembled and the bottom housing not returned. Corrosion was observed on the device. Due to the damages noted, a full evaluation of the device could not be completed. The reported events could not be conclusively determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 4.5 to 3.83 g/l (450 to 383 mg/dl) and that the pod gave a hazard alarm while at school. Upon deactivation it was noticed that there was orange liquid inside the pod that looked like rust. The pod was worn longer than 48 hours on the abdomen. The patient was taken to the hospital as the patient's mother was very worried. There was no further information provided related to the hospital visit. The patient did not have any water-related activities or any extended baths. The patient's mother disassembled the pod shell and saw that one of the batteries were oxidized and that the batteries liquid seemed to have mixed in with the insulin since there was an orange liquid inside the cannula.